Event description:
It was reported that the patient presented to the ER with an alert broken tone. A lead integrity alert (lia) triggered due to noise on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2013; 419388 lead, implanted: (B)(6) 2004. (B)(4).